Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred while the device was in clinical use. Vascular access had already occurred and the patient was ready for imaging when the issue was noted. However, the procedure was completed after a 30 minute delay with a different device and no harm was reported as a result. A philips remote service engineer (rse) contacted the customer and confirmed that the system was showing error messages reporting x-ray tube arcing and grid switch errors. A philips field engineer (fse) inspected the system onsite and confirmed the tube was out of range for use. Analysis of the system logs confirmed that the tube was arcing. The fse replaced the x-ray tube and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that exposure was not possible. A patient was on the table and had to be moved to another system. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred while the device was in clinical use. Vascular access had already occurred and the patient was ready for imaging when the issue was noted. However, the procedure was completed after a 30 minute delay with a different device and no harm was reported as a result. A philips remote service engineer (rse) contacted the customer and confirmed that the system was showing error messages reporting x-ray tube arcing and grid switch errors. A philips field engineer (fse) inspected the system onsite and confirmed the tube was out of range for use. Analysis of the system logs confirmed that the tube was arcing. The fse replaced the x-ray tube and returned the system to use in good working order. The codes were updated based on the investigation outcome. The manufacture date, reporting address line 1 and the reporting address city have been updated.